Event description:
The customer observed 10 to 15 occurrences per day of error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer, when reaction vessel (rv) lot 69526p100 was in use. The customer stated there were no known discrepant results to date, and the error occurs across all assays. The customer stated there was a reduction in frequency of the error when the customer switched to a different lot number of rv's. Two days later, the customer stated error code 1007 still occurring when they used a mixture of rv lots, therefore, the customer was sent a known good lot of rv's. The customer was asked to monitor the for further occurrences of the issue. There was no impact to patient management.

Event description:
It was reported that users have problems with needles.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.